Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per the dealer, the consumer's mother says that the chair moves on it's own. As the chair gets turned on , it sporadically moves by itself. This morning as the user was going into the bathroom, the chair continued moving and hit the toilet and a cabinet. No damage. When in tilt mode, it will sometimes continue to tilt on its' own. MDR filed.